Event description:
Reporter indicated that the programming wand was not functioning properly. Two different wands on site were used with the same handheld and both functioned properly. The programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the reported problem.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a serious injury.